Event description:
A patient reported experiencing inaccurate erratic results with a one touch meter. In 2001, patient's blood glucose was 52, 200, 56 and 66 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further information has been reported.